Event description:
Facility emts connected the device to a pt determined to be in full arrest. Reportedly, the device erroneously displayed motion detected four different times during the use. The device power was cycled off and back on again to resolve the discrepancy. The device did successfully analyze the pt ECG and deliver energy to the pt. The pt was resuscitated.